Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and associated right ventricular (rv) lead stored an episode showing noise that was oversensed. In addition, a high, out-of-range pacing impedance measurement of greater than 3,000 ohms was reported. This triggered the lead safety switch (lss) and the lead was reverted to the unipolar pacing and sensing configuration. The patient was seen in the clinic for troubleshooting, where noise was recreated in the bipolar configuration with patient arm movements; noise could not be reproduced in unipolar. Technical services discussed the episodes stored after the lss occurred were due to myopotential noise that often occurs when sensing is in unipolar. X-rays were recommended to evaluate the lead for visible damage. The pacing and sensing configuration remained programmed to unipolar. No adverse patient effects were reported. The device and lead remain implanted and in service.